Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was unknown. Customer reported that insulin pump was not stored for an extended period of time, and alarm did not occur during normal use. Customer declined to check alarm history. Customer was advised to monitor insulin pump and call back should issue persist.